Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue was already resolved. A technical support specialist informed the customer that the case would be closed since it was resolved as per the service activity file. An email was sent to the customer, and the case was marked for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not recognized and unable to recover due to empty recovery screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not recognized and unable to recover due to empty recovery screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.